Manufacturer narrative:
The insulin pump was received with frozen screen and constant tone. The pump was unable to verify button anomaly due to frozen screen. The pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she woke up and the pump was buzzing. The customer stated that she removed the battery last night and replaced it again this morning and it was making a buzzing noise. The customer stated that she was unable to get to the main menu with the act button. The customer stated that there is a black circle. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.